Manufacturer narrative:
Device passed displacement test and self test. Toggled on and off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the device was not making any sound when alarming. They did not hear beeps when the audio volume settings were saved. The device failed the audio test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.